Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the tip of the ar-9545-t15-02, t-15 driver shaft, twisted, deformed and then broke upon insertion of the peripheral screw during a reverse total shoulder procedure. The t-15 driver was being used to insert the peripheral locking screws into the baseplate. The driver was placed on the torque limiter and then hooked to power. The rep confirmed that the broken tip of the driver was burred down by using a diamond cut high speed burr to burr screw even with the baseplate so glenosphere would seat properly. Additional information has been requested. Additional information 09/05/2018: the rep confirmed that all fragments were irrigated and suctioned out.